Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for a loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. The insulin pump has been dropped several times. The drive support cap is protruded and the customer is unable to exit the preparing to prime loop. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.